Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. The consumer returned unused samples on (B)(4) 2013. Device problem is already known, no evaluation will be performed.

Event description:
The consumer stated that her tampon elongated during removal and tampon pieces remained inside of her. She was able to remove the remaining pieces.